Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the ins battery has died and the interstim therapy never worked well for them anyhow so they are planning on removing it. The patient wanted to know if they need to return the programmer to the manufacturer. Agent did not ask about the circumstances that led to the reported issue. Reviewed the programmer is patient property and does not need to be returned. Removal procedure is not scheduled until after the new year. It was recommended that they follow up with their healthcare professional. Additional information was received. The patient stated the device never worked for them. The device was removed on (B)(6) 2021. No further complications were reported.